Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery 5 times. The customer stated that he repeatedly rewind the device to reset it, and when he went to bolus for breakfast, he received another no delivery alarm. He stated that he had been having the issue for the last 6 months and when he would resume the process, the insulin pump would work. The customer's blood glucose was 86 mg/dl. He stated that he changed the entire infusion set system and still received a no delivery alarm. He declined to troubleshoot for the issue and requested to have the insulin pump replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.